Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 30-jan-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the lead was fractured/damaged/broken. Insulation around lead near ins was completely off and wires underlying are exposed. Electrodes 3,4,5,6,7 with impedance oor. Reinserted lead in 0-7 slot a few times to see if # of electrodes oor changed. It did not. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Met with patient in june postop. She was doing well. The impedance issues remain, but she is not having any issues with her pain so no further actions are planned at this time. The hcp is aware.